Event description:
It was reported that a non-boston scientific transseptal puncture needle did not fit in the sheath dilator and the dilator was damaged. When the needle was mounted it was found that the tip would get stuck in the dilator, making the transseptal puncture impossible to perform. It was also noted the needle punctured the distal portion of the dilator. The dilator was replaced, and the puncture was performed. The procedure was completed with no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).